Event description:
It was reported via user/facility medwatch# 5080090 that the patient died. A .0143x300 mailman guide wire was placed prior to cardiomems implantation and right heart catheterization with a non-bsc pulmonary artery catheter was completed. However, due to elevated pressure in the vessel, the guide wire perforated the pulmonary artery and left lower lung lobes. The patient developed severe pulmonary hemorrhage (hemothorax) with production of bloody sputum. Subsequently, cardio-pulmonary resuscitation was initiated and the patient was intubated. Due to the location of the bleeding, resuscitation was unsuccessful and the patient expired.